Manufacturer narrative:
(B)(4).

Event description:
The customer reported the ventilator did not transition over to backup battery power when the hospital had a power outage. The customer reported the ventilator shut down and alarmed. The ventilator was in use on a patient, and there was no patient harm. Review of the ventilator's diagnostic log revealed that when the ventilator was powered on by the user it displayed a message 'backup battery not connected,' indicating to the user that the battery in place for backup power had a low capacity for use. There was also a code in the diagnostic log indicating a 24/+-12v/power fail occurrence. The manufacturer's service technician confirmed the backup battery would not function. The service technician replaced the backup battery to address the reported problem. Performance verification testing was completed and tests passed to operating specifications.